Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced high blood glucose levels and no delivery alarms. The customer changed the infusion set twice, but still got the alarm. It was also stated that the drive support cap was flush. Troubleshooting was performed. The insulin pump passed the displacement and self tests. During the prime test, insulin exited, then stopped about half way through the test. Nothing further was reported.